Manufacturer narrative:
Account reported that the springs had debris build up and caused the head siderails not to latch. Account cleaned the springs and this resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head left and right siderails were not latching.